Event description:
It was reported that there was high right ventricular (rv) lead impedance due to a suspected connection issue with the device header. The device was explanted and replaced. The lead was successfully reconnected to the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).